Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was this morning the caller was with the pt and they were attempting to orient adaptivestim (as) on the ins but the patient could not move through all the positions. The patient could not be in the prone position. The programmer said that they can't continue. The caller reentered the as programming section and attempted but got the same message. The patient was going to continue using stimulation with manual adjustment. Shortly after the appointment all of the amplitude values went to zero. When the patient attempted to increase the values they go back to 0ma. The caller reviewed the report and it showed that as is off and that as was not oriented. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services reviewed programming information. The caller will follow-up with the patient. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID a71400, lot# serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The software logs were returned. The software version was reported. The cause was not determined. To resolve the issue, the patient put the values in. Only group c zeroed out. The patient had to re input settings because they zeroed out with the application exited.